Event description:
It was reported that a spectrum pump alarmed air-in-line. Any pt involvement, injury, or medical intervention is unk.

Manufacturer narrative:
The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the air-in-line alarms caused by a failed ultrasonic sensor with low readings. With low ultrasonic readings it would make the pump more sensitive to air-in-line alarms causing the reported symptom. The upstream sensor and pusher were replaced to correct this condition.